Event description:
Revision surgery - the patient had an infection. The surgeon removed the original product and replaced with a total hip.

Manufacturer narrative:
The root cause for the revision surgery on (B)(6), 2012 was due to an infection. The original surgery was performed on (B)(6) 2011. There was no information submitted with this complaint about any patient activities, accidents, or medical contraindications that may have contributed to the infection. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was not returned to djo surgical for examination. The device history record for the reported components involved was examined. A review of the sterilization records show that the reported device received adequate 25-40 kgy gamma radiation sterilization dose and the device used in the original surgery had been processed through acceptable gas plasma sterilization. A review of the implant device history records, product complaint report database, and sterilization records show that the reported components used in the original surgery met sterilization, design, and manufacturing requirements. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. There are multiple factors that may contribute to infection that are outside of the control of djo surgical. The data reviewed in this report supports that if the patient was suffering from an infection it was not the result of a product or manufacturing process defect.